Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient believed the device was not working. They stated their symptoms had not really been controlled since the implant date. They went all the way up to 8.5ma, and still did not feel stimulation. They denied any falls or trauma to the implant site. Troubleshooting was unable to be performed, as the patient did not have the external equipment. They were redirected to their healthcare provider to further address the issue. The patient reported they would trial different programs and follow up with their healthcare provider is the issue persisted. Three days later, they called back and reiterated the same issues. They were getting some relief, but were not happy with the results overall. They had trialed several programs since (B)(6)2021 . It was reviewed to allow time for their body to adjust to different programs. The patient denied feeling stimulation, and stated they barely felt anything even when the device was "at max." They were a gain redirected to their healthcare provider. They stated they had an appointment the first of the year.